Event description:
After a coronary drug eluting stenting treatment procedure, a target vessel clinical study. Reintervention was performed on the right coronary artery. Additional info has been requested.

Event description:
It was further reported the pt was enrolled in the program in 2004. Target lesion 1 was identified in the prox rca with 80% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with predilation and placement of a 3.0 x 20 mm taxus stent. Residual stenosis was 0% following post-dilatation. The pt was discharged the next day on ticlid and asa. Three mos later he pt underwent an exercise myocardial perfusion study which revealed infarct and ischmemia in the rca territory. Cardiac catheterization 14 days later revealed: lmca - normal, lad - 30-40% mid vessel stenosis, 1st diag - focal 70-80% distal stenosis, lcx - totally occluded stent in the distal portion; two focal 80% lesions in the mid portion of the lcx, rca - widely patent at the proximal stent site; 98% instent restenosis of the distal rca. Collaterals noted from the apical lad and distal om to the distal rca. The pt was admitted the next day. Ptca was performed and a 2.5 x 23 mm cypher stent was deployed in the distal rca and a 3.0 x 18 mm cypher stent was deployed in the proximal rca. There were no complications from the procedure and residual stenosis was - 10%. The pt was discharged the next day on ticlid and asa. Relationship to taxus stent: not related.